Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed supplies to address the occlusion alarms. Blood glucose (bg) value was not provided, but customer reported bg was not impacted.